Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. It was also noted the crt-d was programmed to electrocautery mode during the revision procedure, and pauses in pacing were observed. It was discussed that this was normal function of the device. No additional adverse patient effects were reported.